Event description:
It was reported that the customer experienced a blood glucose (bg) level of 19 mmol/l with high ketone levels; cause was not known. Customer administered a manual injection to address bg level. The customer was admitted into the emergency room and treated with intravenous saline and insulin fluids. Customer was not released from the emergency room at time of event. Reportedly, the issue was resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event.